Event description:
It was reported that the patient is experiencing a failure of the cemented distal femur.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Insufficient information provided to perform a compatibility check. Complaint history review cannot be performed without product identification. X-rays were provided and reviewed by a health care professional. Review found extensive lucency along the cement-bone interface of the femoral implant consistent with implant loosening. Alignment is maintained. Bone quality is osteopenic. There is evidence of abnormal radiolucency along the femoral implant cement and loosening. Further medical records were not provided. This complaint was confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Therapy date unknown, concomitant devices -unknown oss assembly catalog # n/I lot #: n/I, unknown femoral catalog # n/I lot #: n/I, unknown bearings catalog # n/I lot #: n/I, unknown tibial catalog # n/I lot #: n/I. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001822565 - 2021 - 02940, 0001822565 - 2021 - 02943, 0001822565 - 2021 - 02944. Investigation incomplete.

Event description:
It was reported by that the patient underwent arthroplasty on an unknown date. Subsequently, a custom knee is needed for possible revision for an unknown reason. Attempts have been made and no further information has been provided.

Event description:
It was reported by that the patient underwent arthroplasty on an unknown date. Subsequently, a custom knee is needed for possible revision for a failure of the distal femoral component and loosening of the cement. No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, b6, g3, g6, h1, h2, h10. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.